Event description:
It was reported that the valve did not pump well.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve was within specifications for pressure-flow testing at pressure level 0.5 at the rate of 20.4 ml/hr @0 cm hp, pressure level 1.5 at the rate of 5.5 ml/hr @0 cm hp, and preimplantation testing. The valve did not pass any other pressure-flow testing. Debris in the valve may interfere with the mechanism, resulting in high pressure-flow results. The valve did not pass leak testing due to small tear on the top of the delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.